Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced bleeding at the sensor site and had contact with a healthcare professional (hcp) and was advised to remove the sensor immediately and customer¿s caregiver applied antibiotic and had covered the insertion site with a bandage. There was no report of death or permanent impairment associated with this event.